Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to an infection. Reportedly, the patient had experienced fever and swelling when presented to the hospital. Upon examination, a vegetation on the right ventricular (rv) lead was noted. There was no additional adverse patient effects were reported. This device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.